Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 548 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and the customer suffered no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received.